Manufacturer narrative:
Corrected information provided in b.2., b.5. And h.11. Following submission of the initial report, upon further assessment it was determined that the cassette could be primed (no vacuum was created) does not meet criteria for reporting based on applicable medical device regulations. Hence this report does not meet a reportable device malfunction criteria. No further reports will be scheduled under mfg report num 1644019-2024-02741. . The manufacturer internal reference number is: (B)(4).

Event description:
It was determined that the information provided for this event no vacuum was created does not represent a reportable device malfunction and it is not likely that a recurrence would result in serious injury. The initial report was submitted in error.

Event description:
A nurse reported that no vacuum was created during intraocular lenses implant (iol) implantation surgery. The surgery was completed after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).